Manufacturer narrative:
The pump was returned for investigation. The root cause of the delivery issue is determined to be use issue because new pump inserted successfully. Patient sent to ICU on impella support and the patient was stable. D9 date device returned to manufacturer added f6/f8-should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings and cautions: to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported a 48-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion of impella cp was unable to cross the aortic arch. The decision was made to remove the impella and perform the percutaneous coronary intervention without impella support. The patient still required mechanical circulatory support, and a new impella cp was successfully impanated. The patient was stable.